Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was mildly calcified and 80% stenosed. The lesion was pre-dilated with a 2.5x8mm balloon at 10 atmospheres. Post deployment of the 2.5x12mm xience alpine stent, a dissection was observed. A 2.5x8mm drug eluting stent was used as treatment with very good results. Timi iii flow without any residual stenosis and with no adverse sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.